Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex2137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported while inserting PICC, there was some resistance. PICC line removed after unable to pass through, was kinked slightly. Rn removed stylet from PICC. After removal of stylet, wire broke about 1 inch at end. New PICC was opened and used for rest of procedure. All of wire accounted for; no harm to patient.